Manufacturer narrative:
The products are not available for evaluation as they were discarded at the facility. Without the return of the products, it is not possible to determine if damages or defects existed on the products. The lot numbers were not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, it is common practice to consider the potential benefits in relation to the possible complications of use of this product. No description of the patient¿s anatomy was provided; therefore, it cannot be determined if tissue fragility was present. The product IFU contains the following caution: care should be taken to ensure a firm grasp of the vessel when two compliant inserts are used, since traction is reduced and the possibility of slippage is increased. It is unknown if user or procedural factors may have contributed to this event.

Event description:
It was reported that a vessel dissection occurred after the vessel was clamped with the fogarty clamp, including the soft33 inserts. Additional information provided 2/2/17: surgery was kidney transplant. The clamp was used to clamp off the iliac artery, which dissected. A vascular surgeon was called to place a patch graft on the artery. No product return expected as devices were discarded at the facility.